Event description:
Reportedly, an extra barcode label was found on the outer package of the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Based on preliminary analysis, a plausible explanation to explain the reported issue is a human error.

Event description:
Reportedly, an extra barcode label was found on the outer package of the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an extra barcode label was found on the outer package of the subject pacemaker.